Event description:
There was a report of an incorrect time setting on a pump, with discrepancy exceeding five minutes. Blood glucose levels were not adversely affected. Technical support assisted the caller in updating the pump time and advised monitoring for any recurrence of the issue, which the caller acknowledged and understood.